Event description:
It was reported that the patient presented with methicillin-resistant staphylococcus aureus (mrsa) infection and leads vegetation. The physician explanted the active system ¿ implantable cardioverter defibrillator, atrial lead, left ventricular lead, and right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.